Event description:
The reporter stated the surgeon inserted a 12.1mm micl 12.1 implantable collamer lens and the haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The backup lens was implanted.

Manufacturer narrative:
Eval method (other): lens work order search. Results (other): visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.